Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The abnormal image was likely to be caused by water invasion from the camera head section. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image got abnormal. In the evaluation of omsc the following was confirmed; cable of the cable section had been flooded. The endoscope mount of the device was easily detached from endoscope. There was no report of patient injury associated with the event.